Event description:
It was reported that low pacing impedance and noise leading to oversensing and episodes of inappropriate automatic mode switch were observed on the right atrial (ra) lead. During revision, insulation damage was observed on the ra lead. The ra lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.